Event description:
Boston scientific received information that the patient with the pacemaker was requiring more of a heart rate response. Therefore, programming optimization was performed. It was determined that the sensor replay data was the same as prior to the baseline. A data disk was save and sent in for engineering review. No resets were noted. Engineering provided programming options. It was determined that this patient would undergo a bi-ventricular upgrade procedure. During the procedure, the leads were stuck in the header. The header of the device was cut off and the leads were successfully removed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header of this device was slightly detached and all the seal plugs were missing. Analysis determined that this device passed all manual electrical measurements and paced and sensed normally throughout testing. The device was checked with an is-1 lead and it fit normally. The device tip and ring setblocks were checked with pin gages that exceeded is-1 specifications. The setscrews moved freely with no binding. Detailed analysis of the header indicated that there was silicone to silicone bonding in both the atrium and ventricle channels of the inner and outer seals. The clincial observations was confirmed during laboratory testing.

Event description:
--